Event description:
In 10/2003, chad received a letter from an organization informing the co that a client of theirs had been involved in an accident in 2003. Preliminary info provided by the organization indicated that the pt had just placed their conserver/regulator on a new oxygen cylinder and when turned on pt heard a leak. Before pt was able to close the oxygen valve, a fire ignited. In their attempt to push the cylinder outside, the cylinder fell to the ground and some furniture became involved in the fire. The cylinder came to rest near another oxygen cylinder. After being exposed to the flame from the first cylinder for some time, second cylinder exploded and considerable damage was done to the house. The oxygen cylinders were not supplied by chad therapeutics. The pt received burns to their hands from trying to push the cylinder outside after it had ignited but was outside when second cylinder burst. Pt was transported to a local hosp, received treatment for the burns and was released. A second person who was assisting pt spouse out of the house received some lacerations from debris when second cylinder burst. The second patient was also taken to the hosp for treatment.